Manufacturer narrative:
Analysis was performed on the returned device. The reported device entrapment could not be replicated in a testing environment as it was based on procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported entrapment appears to be related to interaction of the foot with the suture during the procedure. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an atrial fibrillation ablation procedure. Reportedly, the proglide was inserted into the vessel and deployed; however, when the foot was closed and the device was attempted to be removed, it became stuck. The lever felt as though it had completely closed the foot before the attempt was made to remove the proglide from the anatomy. Upon the attempt to retract the device, it was noted that blood marking from the marker lumen had ceased and the physician stated that it felt as if the proglide was in subcutaneous tissue. The access site was widened with a blade (nick and spread) and the proglide device was able to be successfully removed. The physician cut and removed the suture. There was no tissue damage noted. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a sheath greater than 8.5f and the atrial fibrillation ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.